Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device was found to be in backup mode. Technical support recommended replacing the device due to sudden battery depletion. Information regarding resolution of the event has been requested.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information from the physician was received, stating due to the patient not being pacemaker dependent the decision to leave the device implanted was made and no intervention will be done. New information was provided that indicated that the patient was not pacemaker dependent, no intervention was performed.